Manufacturer narrative:
Additional catalog numbers: 402-40113 x2; 403-2036.

Event description:
It was reported that it was noted on a follow up appointment that the screws and swivels had pulled through the plate. There are no plans for revision surgery at this time. The initial reported MDR that was referenced as 1649384-2005-00011 was a combined report of three separae events from 5/5/2004 (1649384-2005-00011) and 5/6/2004 (1649384-2005-00064) and 5/16/2004 (1649384-2005-00063). The information has been reviewed and separate medical device reports are being filed.